Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Noise and oversensing were also noted on the stored electrograms (egms), but the patient was not pacemaker dependent. There was an episode of noise on both the rv and right atrial (ra) channels, which appeared to be from electromagnetic interference (emi). The ra lead was also non-boston scientific. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that no troubleshooting was performed. The device was programmed to unipolar configuration with normal impedance measurements. No adverse patient effects were reported. The device remains in service.